Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due one to the following; a temporary failure of the charge-coupled device (ccd) unit and/or internal scope connector circuit board by device handling (earth wire was not connected, insertion/removal of scope connector while powered on, dirt/fluid adhered to the scope connector contacts) and/or the ccd cable inside the device was damaged by physical stress applied to the bending section. The event can be prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use: precautions: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: - do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. - before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus and the customer's allegation of a service connection error could not be confirmed. However, a b30 scope communication error was displayed. In addition to the findings in b5, evaluation found the device was not leaking during a comprehensive check. The instrument was visually inspected externally for damage that could be attributed to the customer specified fault. No abnormalities or associated damage was identified during the inspection. No image was present when the scope was connected and turned on. The b30 scope communication error message was displayed. The plug body was dismantled. No contact with fluid/moisture was evident and the moisture indicator had not be triggered, which indicated a potential issue with the image board failure. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was a service connection error when preparing the evis lucera elite bronchovideoscope for use. The intended procedure was unknown. There was no delay to the procedure and the procedure was completed using a similar scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found a b30 scope communication error was displayed. The report is being submitted due to error code found during evaluation.